Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that their implantable pulse generator (ipg) was "not functioning like it should," and that it is "working on demand when it was set up to just pump or set a signal twenty four hours a day." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed by the doctor that the ipg was functioning appropriately.